Manufacturer narrative:
Lot number was not provided, so uda and expiration date could not be determined. As the lot number is unknown, manufacture date could not be determined. Health effect - clinical code: hypoxemia/low blood oxygen levels. Livanova manufactures the tandemlung oxygenator. The incident occurred in (B)(6). Through follow-up communication with the customer and livanova representative, it was discovered that the site decided not switch out the entire circuit. They just swapped out the oxygenator. The customer reported that the patient did end up expiring once transferring to another facility, however the circuit was exchange prior to transfer and the information available at this time indicates that the death was unrelated to the reported incident. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a patient hooked up to a circuit using the tandemlung oxygenator experienced low blood oxygen saturation (hypoxemia) during a procedure for a significant period of time (exact duration unknown). The user investigated the circuit and concluded that the oxygenator was not performing properly. Troubleshooting was done over the phone with a livanova representative and it was confirmed that sweep gas was connected and gas was flowing. The decision was made to perform an oxygenator change out via swapping to a new circuit. Once the oxygenator was exchanged, the oxygenation improved and saturation was approximately 96%. The patient was able to be weaned from a positive end-expiratory pressure of 20 to 10.

Manufacturer narrative:
D.4. Serial number: (B)(6). UDI: (B)(4). H.4. April 5, 2022. H.10. The oxygenator was returned to livanova for evaluation. The device was returned without fluid in the bag and was inadequately rinsed. Upon receipt, the device was filled with sterile water and left to sit for 24 hours. Visual inspection noted an area of dark red biological material against the distal potting surface and lighter red material on the inner housing surface. An hq test was performed which demonstrated an increased pressure drop across the returned device when compared to a control device. The decrease in oxygenator performance could have been related to clot formation, including thrombus formation in the bundle, protein deposition on the bundle fibers, or patient coagulopathies. However, this root cause could not be confirmed because flow parameters at the start of support and prior to device removal were not reported. The specific cause of decreased oxygenator performance could be determined. It is recommended in the directions for use (cp-pit-7000-0161 rev. 9) section 7.4 ¿extracorporeal circulation¿ to ¿check the effect of anticoagulants (e.g., heparin) at regular intervals by measuring the activated clotting time (act). The act should not fall below 450 seconds.¿ it was reported by the site that act at initiation of support was 400 seconds and then maintained at 160 ¿ 200 seconds throughout the case. Increased act around 450 seconds could reduce the risk of thrombus formation in the fiber bundle during support. Review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. All tests and inspections were completed with passing results. No other specific action was currently deemed necessary. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.